Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional (ecp) that a patient experienced a peripheral corneal ulcer with corneal scarring while wearing the daily disposable contact lenses. There was no vision loss and the patient's symptoms have resolved. The patient was prescribed tobramycin and prednisolone. Additional information received from the ecp via medical records on (B)(6) 2014 stating that the patient visited the ecp on (B)(6) 2014 complaining that the left eye had a white dot on it for 3 days. Patient said that the left eye started hurting thursday morning ((B)(6) 2014) and the patient has not worn lenses since wednesday night ((B)(6) 2014). The left eye is irritated and feels like there is an eyelash, along with light sensitivity. The eye has red blood vessels on the outside and there has been very mild drainage the last few days. The eye has cleared up as of right now. The patient was given tobramycin ophthalmic gtts q2-3 hrs. The diagnosis and plan stated that this was a peripheral ulcer. Daily lens wear and suspect staph infection is likely. The patient was well responsive to tobramycin. Symptoms have resolved. Patient was to continue 4 times per day for a minimum of 8 total days. The patient was additional given pcal 1% sd os to use 3 times daily for one week. The patient visited the ecp again on (B)(6) 2014 and the patient had stopped taking prednisone for a couple of days and the patient is to finish tobramycin 3 times on saturday and 2 times on sunday. The white dot was very faint at this point, with no redness, and mild irritation an zero drainage. It was noted that the peripheral ulcer, is inactive, there is a scar, and it is still early, and has good surface. Patient was ok to discontinue tobramycin and continue pcal 1% bid for 1 week. Patient was cleared to resume contact lens wear for 8 to 10 hours if there is no sensation, redness, or pain for 3 days. The patient was instructed to resume lens wear on (B)(6) 2014.